Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pegasus safety closed IV catheter system leaked from the septum after removing the needle. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 6054005. Our records show the reported lot was manufactured from 4/18/2016-4/24/2016 and determined that this is the only instance of a leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally, the device returned was visually inspected and subjected to leakage testing, however our investigators were unable to identify any signs of leakage, or related abnormalities. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review; bd will continue to track and trend for this issue.

Event description:
It was reported that a bd pegasus safety closed IV catheter system leaked from the septum after removing the needle. There was no report of exposure, serious injury, or medical intervention.